Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated the device and the reported condition of the device¿s burr not locking correctly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device was running with the safety engaged (power broken) and it failed the safety test. During service/repair, it was determined that there was internal rust on the driven pawls shaft which did not allow complete disassembly. It was further determined that both the lock cylinder and pawls release showed signs of wear, which was consistent with the device being power broken. It was further observed that the issues related to the rust were consistent with immersion of the device during cleaning and the issue with the damaged locking components were consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the burr of the motor device was not locking in correctly. During in-house engineering evaluation, it was observed that the device was running with the safety engaged (power broken) and it failed the safety test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.